Manufacturer narrative:
Device evaluated by MFR, event problem and evaluation codes: device remains within patient. Therefore, no device evaluation will be performed. Instructions for use for this device state: warning: excessive applied traction forces may impact the lld¿s ability to disengage from a lead.

Event description:
A philips representative reported that during a cardiac lead management procedure to extract a malfunctioning implantable cardioverter defibrillator (ICD) lead that the physician prepped the cardiac implantable electronic device (cied) pocket and right atrial setrox ICD lead, utilizing a spectranetics lead locking device ez (lld) 518-062. There was severe lead on lead binding encountered in the area of the subclavian, innominate, superior vena cava (svc) area. Due to complications during the case, the lead locking device was cut and capped within the right atrial setrox lead and remains in the patient to date.